Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.